Event description:
Device was removed from the pt and another device implanted because the device quit working, the right cylinder stopped working about five years ago and the left cylinder about two yrs ago.